Event description:
The customer reported to customer service that the prong of her transformer for her pump in style advanced breast pump collapsed into the housing. Upon receipt of the transformer at medela, service center discovered a breach, which is a safety risk.

Manufacturer narrative:
The customer was sent a replacement transformer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in because of the prong issue. Resistance across the dc plug was measured at 0.760 mohm, which indicates that there is not a short in the dc cord.